Event description:
Patient was hospitalized twice in (B)(6) due to dehydration, high fever, and cdif infection. Route: intra-articular. Dates of use: (B)(6) 2017. Is the product compounded? No. Is the product over-the-counter? No.